Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks, and the lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited high impedances, oversensing, and an apparent fracture. The detections were turned off, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.